Event description:
Terumo medical corporation received the following reported information: patient developed a hematoma and had to be sent to the operating room (or) to have a compartment syndrome issue fixed. The type of procedure was a leg runoff. Additional information was received on 07oct2025: the procedure was a heart catheterization. There was no failure observed on the device. The patient had a swollen and hard forearm. There was no noticeable damage to the device. The patient was stable. The product was stored in a climate control area of the lab. The device was not manipulated in any way before the procedure. Hematoma was achieved during the tr band take down process.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: lab manager. H4: device manufacture date: unknown due to unknown lot number. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for procedural complications because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of the device history record (DHR) cannot be completed due to the unknown lot number. Currently, no action is recommended since the device was within manufacturing and design specifications when it was released from terumo medical corporation control.